Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that a definitive cause for the clip caught on chordae and the device operating differently than expected could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that while there was no change in mr, the reported patient effects of mr (worsening) and failure to deliver mitraclip to the intended site (foreign body in patient) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. (B)(4).

Manufacturer narrative:
(B)(4). The clip remains in the patient. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the second clip became entangled in the chordae and was deployed in the chordae in order to remove the clip delivery system (cds). It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation of grade 4. One mitraclip was implanted without issue, reducing the mitral regurgitation (mr) to grade 3+. A second mitraclip was advanced and the physician commented that the device was "behaving differently". There was no unexpected movement or steering issue noted during cds positioning. The mitraclip became stuck in the chordae. The physician tried inverting the clip and rotating the handle; however, the clip could not be freed. The decision was made to deploy the clip on the chordae. It was believed that the clip was implanted completely in the chordae, with no portion of the leaflet in the clip. No tissue damage was noted. The mr grade was increased back to baseline, mr grade 4. A third mitraclip was implanted without issue; however, the mr remained at grade 4. No additional information was provided.